Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient had an infusion site that adhered properly but was slightly pulled out. The patient¿s glucose level increased to 170 mg/dl. The patient changed the site and observed that the cannula was slightly displaced and bent. There was patient involvement, with no patient harm.